Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential adverse event associated with bioprosthetic heart valves. Per the (B)(4), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, with the information provided, the exact cause of the aortic valve stenosis cannot be confirmed; however, progression of the pre-existing disease process may have contributed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through our (B)(4) affiliate, approximately 6 years post implantation of a 23mm sapien xt valve, increased mean gradient (70mmhg) and peak gradient (57mmhg) was noted requiring implant of a sapien 3 valve with excellent results. As reported, the patient was admitted for surgery due to a stenosis of the valve.

Manufacturer narrative:
Correction: describe event or problem the increased mean gradient measured 32mmhg.